Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient was diagnosed with a large ventral hernia post implant of the mesh. There is no mention of any mesh excision, therefore, it is unclear at this time if the large ventral hernia was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent a hernia repair surgery, an unspecified ventralex mesh was implanted. It is alleged that following the surgery, the patient experienced complications because of the alleged technical failure of the ventralex mesh. On (B)(6) 2015 - patient complained of nausea, vomiting, an inability to make a bowel movement and other complications. Later the patient was evaluated by medical staff and was alleged to have a large ventral hernia containing multiple loops of bowel. The patient was also informed that the ventralex "did not take" and she would be required to undergo another surgery. The patient subsequently consulted with other surgeons, who confirmed the patient needed to under go a second hernia surgery to reverse complications and plastic surgery to correct the damage to her abdomen. The attorney alleges the patient has likely suffered further adverse effects that have not been able to be diagnosed at the present, but she will likely require significant treatment in the future, including additional surgeries to remove the ventralex hernia mesh patch and treat future complications.